Event description:
The customer reported a bulging silicone segment on an IV pump set connected to a patient. The nurse attempted to start an antibiotic medication and the pump alarmed with a message that the line was occluded. The nurse inspected the IV line and discovered that there was a bulge on the silicone segment. The nurse replaced the IV pump set and started the antibiotic infusion without delay. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment (part # 12088541) was confirmed. Visual inspection of the set noted a small, grape-sized ballooned area remained at the top portion of the silicone pump segment just below the upper fitment. Functional testing was performed and ballooning was not observed during priming or gravity flow. The set was loaded into a test pump, programmed for a rate of 125ml/hr for 1 hour with no IV pushes performed, and the infusion ran to completion with no observed ballooning or pump alarms. Pressure testing revealed that ballooning of the silicone pump segment occurred at ~5 psi. The root cause of the reported event could not be determined.